Event description:
Healthcare professional reported through other company representative "rupture". Later healthcare professional reported "inner silicone touched the patient" and "seroma". This record is for the right side. Device was explanted and replaced with a non-abbvie device. Device will not be returned. Patient was prescribed dexamethasone intramuscularly and diclofenac.

Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, seroma-late. A review of the device history record has been completed. No deviations or non-conformance's noted. Visual analysis: visual analysis of the photographs identified: rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Seroma: unable to observe as it is not related to the manufacturing process. No further actions are required since no issue in the manufacturing of the device is observed.